Manufacturer narrative:
Samples were decontaminated. Customer returned a 24g sample, the yellow are has a length of about 3 mm on the extension tubing of return sample. Split extension tube, can confirm the yellow area is not from the other places, yellow area is material color. The extension tube of the sample is discolored, aging for extension tube. Prn of the aging is associated with product transportation and storage environment. Strong oxidation or humid environment is the main factor of indwelling needle oxidatin failure. If the complaint samples environment with strong oxidation or damp conditions, can cause a similar needle oxidation failure. The factory has no humidity and strong oxidation storage environment. Confirm not related with factory.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that yellow foreign matter was found in e-tubing of the bd intima ii¿ IV catheter 24g x 0.75 in. There was no report of injury or medical intervention.